Event description:
At approx 0800 on 4/1/96, rn entered pt's room to assess pt. Rn found pt awake, sitting up in crib. Rn lifted pt's gown to assess heart rate and found male end of connector disconnected from female end of another MFR's threaded lock cannula which was connected to one lumen of a double lumen central line. Pt bled into diaper. Pt lost 80 cc's of blood. Pt received transfusion of packed red blood cells for treatment of hemoglobin level of 7.2 gm/dl.